Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with transient light sensitivity in both eyes two weeks post lasik. The patient noted symptoms occur outdoors, indoors, and especially at the computer at work. The topical steroid dosage was increased and a topical corticosteroid was prescribed. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.